Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 550 mg/dl. Current blood glucose level of customer was 454 mg/dl and 465 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. Insulin pump had insulin flow block alarm and infusion set was bent. Third infusion set caused their blood glucose to start going up and there was a bubble forming where infusion site was leaking. Insulin pump had broken clip also. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.